Event description:
Customer called to report a pod that was removed due to elevated blood glucose levels that ranged between 143-478 mg/dl before removing it, and starting a new pod. The pod was worn for 20 hours. Upon removal of pod, the customer thought the cannula was bent. The pod was thrown away so it can not be returned for eval. No further issues were identified.

Manufacturer narrative:
The product will not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink, and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.